Manufacturer narrative:
Asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had by passed the injector and made contact with patients eye. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 04/02/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was stuck inside the cartridge and overridden by the plunge rod. Ovd was not observed to be evenly disbursed throughout the cartridge indicating that an inadequate amount of ovd may have contributed to the complaint issue reported. The lens module was opened and no ovd or damage was observed. The lens could not be removed from the lens module without damaging the lens and/or cartridge. Conclusion: the complaint issue "uncontrolled delivery" and "delivery issue" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.